Event description:
It was reported that the up and down arrow keypad buttons had to be pressed multiple times in order to activate the desired pump functions. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 06/29/2012 device evaluation: the insulin pump has been returned and evaluated by product analysis on 06/05/2012 with the following findings: the keypad was fully intact without visible damage. All of the keypad buttons had intermittent response when pressed and required multiple presses with excessive force to evoke a response. None of the keypad buttons had normal spring back or click. The keypad was removed for investigation and revealed contamination under the contacts of all buttons. Unrelated to the complaint, it was noted that the audio bolus button was difficult to push. The audio bolus button was removed for investigation and revealed that the plug was misaligned. Also unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.